Manufacturer narrative:
On jan 21, 2023 the pump was returned due to customer allegation to pump over delivering causing low bgs. The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No over delivery anomaly noted during testing. In further full review of the pump history on the event date of jan 21, 2023 found bolus deliveries of 0.125u at 00:01:16.000, 0.025u at 01:56:00.000, 0.025u at 03:01:00.000, 0.075u at 04:01:05.000, 0.1u at 05:01:06.000, 0.1u at 06:01:11.000, 0.025u at 07:21:06.000, 0.025u at 08:11:10.000, 0.1u at 09:01:04.000, 0.05u at 10:01:03.000, 0.025u at 11:01:03.000, 0.05u at 13:51:03.000, 0.05u at 14:01:00.000, 0.025u at 17:06:06.000, 0.025u at 18:26:03.000, 0.125u at 19:01:16.000, 0.15u at 20:01:17.000, 0.125u at 21:01:12.000, 0.1u at 22:01:12.000, 0.1u at 23:26:07.000, and 0.05u at 23:41:06.000. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the pump was received with scratched case, pillowing keypad overlay, and cracked keypad overlay. In summary, customer allegation for pump over delivering not confirmed during full functional testing. Unable to verify customer alleged for low bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the pump had delivered extra during basal. The customer had a low blood glucose level of 153mg/dl . The customer was using the insulin pump with automode feature on within 48 hours of the reported adverse event. No additional consequences requiring medical intervention were reported. The customer was assisted with troubleshooting. It is unknown if the customer had continued to use the device. The insulin pump will be returned for the product analysis.